Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument associated with this complaint and completed its investigation. Failure analysis did not confirm the reported event. Visual inspection of the instrument did not find thermal damage to the instrument. The permanent cautery spatula instrument did not show signs of physical damage. The instrument conductor wire was found to be dislodged from the yaw pulley. DHR review for the device(s) involved with the reported event was not possible by isi at the time of complaint closure.

Manufacturer narrative:
The permanent monopolar cautery spatula instrument has not been returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if the instrument is returned (post failure analysis investigation) or if additional information is received. Isi has reviewed the site's system logs and found that 2 permanent monopolar cautery spatula instruments were used in the same procedure and it is unknown which one was involved in the arcing event. In addition, both instruments have been used in subsequent procedures with no reported issues as of date of this report. This complaint is being reported due to the following conclusion: during a da vinci-assisted procedure, arcing was observed on the permanent monopolar cautery spatula instrument. Although, there was no report of patient harm, adverse outcome or injury it is unknown what caused the arcing event to occur.

Event description:
It was reported that during a da vinci-assisted hysterectomy with a bilateral salpingo-oophorectomy procedure, the surgical staff observed sparks on the permanent monopolar cautery spatula instrument. It was further stated that the instrument was replaced and the case was completed with no patient harm, adverse outcome or injury. On (B)(6) 2017, intuitive surgical, inc. (Isi) followed up with the site's or assistant director and robotics coordinator and obtained the following additional information regarding the reported event: it was stated that at the beginning of the da vinci-assisted procedure, the permanent monopolar cautery spatula instrument sparked and was replaced. It was further reported that the energy instrument was not activated and there was no tissue in the jaws of the instrument when the reported incident occurred. It was also confirmed that the monopolar cord was connected to the right instrument. It was stated that the instruments and cannulas are always examined prior to use and there were no collisions of instruments during the procedure. There is no video recording of the procedure. It was confirmed the integrated electro surgical unit (iesu) settings were as per manufacturer recommendations. The planned surgical procedure was completed robotically. On (B)(6) 2017, an isi field service engineer (fse) visited the site and was unable to replicate the reported event. It was confirmed there was no trouble found with the iesu. However, upon visual inspection fse noted fine cracks on the permanent cautery spatula instrument.